Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 21-may-2019. The most recent information was received on 24-may-2019. This spontaneous case describes the occurrence of back pain ('lumbar pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), tendonitis ("tendonitis"), fatigue ("chronic fatigue") and insomnia ("insomnia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, tendonitis, fatigue and insomnia outcome was unknown. The reporter provided no causality assessment for back pain, fatigue, insomnia and tendonitis with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: back pain analysis in the global safety database revealed 639 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Most recent follow-up information incorporated above includes: on 24-may-2019: this case will be deleted from bayer pv database. Nullification reason: this case (B)(4) was identified as duplicate of (B)(4) by ha on (B)(6) 2019. All the information in this case are transferred to the case (B)(4) as follow-up. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of back pain ('lumbar pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), tendonitis ("tendonitis"), fatigue ("chronic fatigue") and insomnia ("insomnia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, tendonitis, fatigue and insomnia outcome was unknown. The reporter provided no causality assessment for back pain, fatigue, insomnia and tendonitis with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-may-2019 for the following meddra preferred term: back pain analysis in the global safety database revealed 639 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.